Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the manufacturer's representative (rep) tested the "inner" to see if it was working properly. The doctor along with the rep. Concluded the reflex sympathetic dystrophy broke through the implant. The leg was not only swollen, but red and burning.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the stimulator worked fine and they could increase and decrease and felt tingling going through the legs. However, they had developed a problem with their left leg where the foot, ankle, and calf were swollen like rashy red. The calf on the foot was twice the size of the one on the right. The patient was wondering if this could be a problem with the implantable neurostimulator (ins) connection that was causing the leg to swell up. They did had doppler done on the leg to make sure the circulation was going through, they saw a neurologist, and an infectious disease health care professional (hcp) and they had them on antibiotics. It was reviewed that the patient could try to turn the implantable neurostimulator (ins) off to see if the symptoms went away. The patient was implanted for rsd in their legs. The patient would like their device tested. This was three weeks, a month ago 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.